Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was unknown at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch also, unable to perform self-test, off no power test, unexpected restart error test, occlusion test, prime test, excessive no delivery test, displacement test due to motor error alarm. The insulin pump passed idle current test and run current test. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.